Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue most likely was patient condition related due to patient anatomy, md repositioned it and alarms did not resolve. Pigtail stated to be interacting with some heart structure and against the wall. Added h6 impact code (B)(4).

Event description:
Us complainant reported the patient was on impella cp support. While on support, there were ongoing suction alarms. Fellow had attempted reposition earlier. He had pulled back on the impella and readvanced it with no relief of the alarm. The pump's pigtail was interacting with some structure and against the wall. Fellow repositioned into aorta. A decision was made to remove impella. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.